Event description:
It was reported that the patient was continuously hearing beeping from the implantable cardioverter defibrillator (ICD). Programming changes were performed to disable patient notifiers, however the patient continued to hear beeping. No further changes or intervention was reported. The patient condition was stable.

Manufacturer narrative:
Reported complaint of audible noise was not confirmed. As received the device was in normal range of operation. Analysis of device image was performed and no anomalies were noted. Electrical and functional bench testing was performed and no anomalies were noted and device functioned as expected. Patient notifier was tested and was noted to be functioning as expected. Longevity assessment was performed and device was found to have normal battery depletion based on usage.

Event description:
New information received notes that programming changes were made, however the ICD continued to beep. The physician elected to explant and replace the ICD. There were no patient consequences post-procedure.